Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A home care nurse reported that test does not start on the customer's adc blood glucose monitor after a sample is applied to the test strip. The nurse reported that on (B)(6) 2015 in mid-afternoon, the customer presented to a local hospital "because his meter didn't give him a reading." The customer was reportedly asymptomatic, however it was noted that the customer administered unspecified self-treatment. At the hospital, the customer's blood glucose level was measured at "above 500 mg/dl." The customer was diagnosed with hyperglycemia and treated with insulin (type/dosage not specified). There was no report of death or permanent injury associated with this event.